Event description:
It was reported that the customer's blood fasting blood glucose (bg) was 305 mg/dl and a correction was delivered via the pump. Customer tested bg and bg was 177 mg/dl. Within the next 35-45 minutes, bg lowered to 29 mg/dl. The customer did not know if there was an error in the bg meter or if the customer delivered too much of a correction bolus. The customer was treated in the emergency room (ER) with intravenous dextrose. After 4 hours the customer left the ER in stable condition with a bg of 230-240 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood, fasting blood, glucose (bg) was 305 mg/dl and a correction was delivered via the pump. Bg lowered to 29 mg/dl. The customer did not know if there was an error in the bg meter or if the customer delivered too much of a correction bolus. The customer was treated in the emergency room (ER) with intravenous dextrose. After 4 hours the customer left the ER in stable condition with a bg of 230-240 mg/dl.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 305 mg/dl was not entered into the pump or verified on bg meter data on (B)(6) 2018. A bolus 4.53 unit bolus for 68 grams of carbohydrates was delivered at 12:30am. An additional bolus for 6.71 units was delivered at 9:08 am for 80 grams of carbohydrates and a bg of 189 mg/dl. Blood glucose of 34 mg/dl was recorded by bg meter at 1:13 pm. Two override boluses were delivered, without entering carbohydrate values or bg values, before and after the bg reading of 34 mg/dl. It is possible the user overcorrected for elevated bg. It is possible the user¿s bg meter was not accurate. There is no evidence that the insulin pump experienced a malfunction or failure.